Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis. On an unknown date, follow-up imaging revealed an ascending aortic dissection originating near the proximal end of the endoprosthesis. On (B)(6) 2019, an additional procedure was performed and an additional graft was implanted to treat the ascending aortic dissection. The patient tolerated the procedure.